Event description:
While performing the hourly prisma check, the sicu nurse discovered that 779 ml of fluid rather than 50 ml of fluid had been removed. Rate was supposed to be 50 ml per hour. Cvvhd (continuous veno-venous hemodialysis) was stopped. The dialysis nurse was called, and she found that the dialysate bag had been improperly spiked and the luer lock was loosened. There was dialysate fluid on the floor. Phenylephrine drip was increased in order to keep the patient's mean arterial pressure above 60. The md was notified, and after assessing the patient, ordered a bolus of normal saline 250 ml. That resulted in a marginal increase in the patient's blood pressure (which had dropped to the 70's systolic). An attempt was made to decrease the phenylephrine drip a couple of hours later, but it had to be increased again to keep the mean arterial pressure above 60. The physician was again notified as the phenylephrine could not be decreased to his baseline amount without his blood pressure dropping. Albumin was ordered. Per the site, there were no alarms associated with this event.